Event description:
It was reported that stent dislodgement occurred. A 4.0x48mm synergy xd balloon expandable stent was selected for treatment. The synergy xd advanced within the lesion and failed to cross the lesion. Stent dislodgement occurred. No patient harm resulted in relation to this event.